Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2018 with blood glucose of 800 mg/dl. Customer stated that they are suffering from parkinsons disease and in the beginning stage of dementia. The customer was in intensive care unit as a result of high blood glucose values. The customer stated that the drive support cap of the insulin pump was normal. The device is not expected to be returned for analysis.